Event description:
It was reported that the lower display of the epg (external pulse generator) is hard to read, intermittent, and will not pass self-check. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed all visual incoming tests with no anomalies found.